Event description:
It was reported to philips that exposure failure occurred due to a defective tcu-fd module on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the tcu-fd module, reset the disk, and reloaded the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).